Event description:
Medfusion pump checked at 2100, lipids infusing at 1.3 ml/hr as ordered, 1.9 ml infused. At 0200 noted 3.97 ml infused, pump on, charging with correct screen but not infusing. Pump not responding to pressing start or stop. Pump changed.